Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion-expulsion/ migration of essure') and genital haemorrhage ('gen abnorm. Bleeding') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism in 2003. In 2003, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)."), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), migraine ("migraine,") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, menorrhagia, vaginal discharge, psychological trauma, migraine and ovarian cyst outcome was unknown. The reporter considered device expulsion, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, 2003, (B)(6) 2007. Discrepancy noted regarding essure removal as per pfs- essure removed? No (as written), type of removal procedure: hyst (full) (date of procedure not provided) patient received treatment for events ¿ pelvic pain, menorrhagia (heavy menstrual bleeding), expulsion, vag. Discharge, migraine, gen abnorm. Bleeding were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified) :results: expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: new events added: ovarian cyst & device insertion complication. Event onset date. Reporter information were updated. Patient history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion-expulsion/ migration of essure') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism in 2003 and gallbladder operation. In 2003, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage ("gen abnorm. Bleeding"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)."), vaginal discharge ("vaginal discharge"), migraine ("migraine,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), psychological trauma ("psych injury") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full), oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, menorrhagia, vaginal discharge, psychological trauma, migraine, ovarian cyst, vaginal haemorrhage and headache outcome was unknown. The reporter considered device expulsion, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, 2003, (B)(6) 2007 discrepancy noted regarding essure removal as per pfs- essure removed? No (as written), type of removal procedure: hyst (full) (date of procedure not provided) patient received treatment for events ¿ pelvic pain, menorrhagia (heavy menstrual bleeding), expulsion, vag. Discharge, migraine, gen abnorm. Bleeding were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes. Patient was hospitalized. Retained date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified): results: expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received events " abnormal bleeding (vaginal), headaches" were added. Patient aka name and medical history were added. On 15-may-2020: pif received: rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion-expulsion/ migration of essure') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism in 2003 and gallbladder operation. In 2003, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage ("gen abnorm. Bleeding"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)."), vaginal discharge ("vaginal discharge"), migraine ("migraine,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), psychological trauma ("psych injury") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full), oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, menorrhagia, vaginal discharge, psychological trauma, migraine, ovarian cyst, vaginal haemorrhage and headache outcome was unknown. The reporter considered device expulsion, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, 2003, (B)(6) 2007. Discrepancy noted regarding essure removal as per pfs- essure removed? No (as written), type of removal procedure: hyst (full) (date of procedure not provided) patient received treatment for events ¿ pelvic pain, menorrhagia (heavy menstrual bleeding), expulsion, vag. Discharge, migraine, gen abnorm. Bleeding were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes. Patient was hospitalized. Retained date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified) :results: expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received events " abnormal bleeding (vaginal), headaches" were added. Patient aka name and medical history were added. On 15-may-2020: pif received: rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion-expulsion/ migration of essure') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism in 2003 and gallbladder operation. In 2003, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage ("gen abnorm. Bleeding"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)."), vaginal discharge ("vaginal discharge"), migraine ("migraine,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), psychological trauma ("psych injury") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full), oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, menorrhagia, vaginal discharge, psychological trauma, migraine, ovarian cyst, vaginal haemorrhage and headache outcome was unknown. The reporter considered device expulsion, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, 2003, (B)(6) 2007. Discrepancy noted regarding essure removal as per pfs- essure removed? No (as written), type of removal procedure: hyst (full) (date of procedure not provided) patient received treatment for events ¿ pelvic pain, menorrhagia (heavy menstrual bleeding), expulsion, vag. Discharge, migraine, gen abnorm. Bleeding were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes. Patient was hospitalized. Retained date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified) :results: expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received events " abnormal bleeding (vaginal), headaches" were added. Patient aka name and medical history were added. On 15-may-2020: pif received: rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion-expulsion/ migration of essure') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism in 2003 and gallbladder operation. In 2003, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced genital haemorrhage ("gen abnorm. Bleeding"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)."), vaginal discharge ("vaginal discharge"), migraine ("migraine,"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), psychological trauma ("psych injury") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, menorrhagia, vaginal discharge, psychological trauma, migraine, ovarian cyst, vaginal haemorrhage and headache outcome was unknown. The reporter considered device expulsion, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6)2007, 2003, (B)(6)2007 discrepancy noted regarding essure removal as per pfs- essure removed? No (as written), type of removal procedure: hyst (full) (date of procedure not provided) patient received treatment for events ¿ pelvic pain, menorrhagia (heavy menstrual bleeding), expulsion, vag. Discharge, migraine, gen abnorm. Bleeding were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified) :results: expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received events " abnormal bleeding (vaginal), headaches" were added. Patient aka name and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion-expulsion/ migration of essure') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism in 2003 and gallbladder operation. In 2003, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage ("gen abnorm. Bleeding"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), headache ("headaches") and migraine ("migraine,"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), psychological trauma ("psych injury") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full), oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge, headache, psychological trauma, migraine and ovarian cyst outcome was unknown. The reporter considered device expulsion, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, 2003, (B)(6) 2007 discrepancy noted regarding essure removal as per pfs- essure removed? No (as written), type of removal procedure: hyst (full) (date of procedure not provided) patient received treatment for events ¿ pelvic pain, menorrhagia (heavy menstrual bleeding), expulsion, vag. Discharge, migraine, gen abnorm. Bleeding were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes. Patient was hospitalized. Retained date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified) :results: expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion-expulsion/ migration of essure') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism in 2003 and gallbladder operation. In 2003, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage ("gen abnorm. Bleeding"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), headache ("headaches") and migraine ("migraine,"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), psychological trauma ("psych injury") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full), oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge, headache, psychological trauma, migraine and ovarian cyst outcome was unknown. The reporter considered device expulsion, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007, 2003, (B)(6) 2007 discrepancy noted regarding essure removal as per pfs- essure removed? No (as written), type of removal procedure: hyst (full) (date of procedure not provided) patient received treatment for events ¿ pelvic pain, menorrhagia (heavy menstrual bleeding), expulsion, vag. Discharge, migraine, gen abnorm. Bleeding were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes. Patient was hospitalized. Retained date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified) :results: expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. On 4-dec-2020: previously reported event "breakage/ expulsion-expulsion/ migration of essure" reported term updated to " expulsion-expulsion/ migration of essure". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion / migration of essure') and genital haemorrhage ('gen abnorm. Bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury") and migraine ("migraine,"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, menorrhagia, vaginal discharge, psychological trauma and migraine outcome was unknown. The reporter considered device expulsion, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion - (B)(6) 2007, 2003 discrepancy noted regarding essure removal as per pfs- essure removed? No (as written). Type of removal procedure: hyst (full), (date of procedure not provided). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results: expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received- event injury updated to pain. New events gen abnorm. Bleeding, menorrhagia, expulsion, vaginal discharge, psych injury, migraine were added. New reporter, patient information, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.